Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection noted no anomalous conditions in shape or structure. Helix, fully extended, measured .075 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, during the implant procedure, different implant sites were tested; however, high impedances were found and capture threshold measured 2000 ohms and 10v at every position. Consequently, this lead was withdrawn. A new lead was implanted at a site with normal impedance and a capture threshold of 3v 0.6ms. No patient complications have been reported as a result of this event.